Manufacturer narrative:
Investigation summary: received one used 18ga bd insyte autoguard IV catheter unit which consisted of the catheter/adapter assembly. The catheter/adapter assembly unit was intact and had thick traces of dried media present. Accompanying the unit were 2 undamaged opened packages; one from lot 9085990 and one from lot 8353942. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual / microscopic: unit: observed the tip of the catheter tubing was damaged and had traces of dried media at the inner wall. There were cuts at the tip of the catheter tubing that had 'v' shape characteristics that would be a result of the needle tip piercing the tubing wall. (Indicative of tip spear thru). Relationship of device to the reported incident: indeterminate confirmation of failure of catheter kink/bent was not identified or confirmed with the used unit provided for this incident. Confirmed the tubing wall of the catheter tip had cuts with ¿v¿ shaped characteristics resulting from the needle piercing the tubing wall (tip spear thru). The needle piercing through the tubing wall could be seen as a bent catheter when observed. Although the root cause was established to be the needle piercing the tubing wall; where and how this occurred is indeterminate. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the failure, thus the unit was out of packaging and used. The traces of thick dried media within the inner wall at the tip of the catheter tubing indicates that the unit (catheter/needle) were intact at the time of puncture/stick.

Event description:
It was reported that the tip of the catheter was damaged and the needle was through the catheter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the investigation reporter: observed the tip of the catheter tubing was damaged and had traces of dried media at the inner wall. There were cuts at the tip of the catheter tubing that had 'v' shape characteristics that would be a result of the needle tip piercing the tubing wall. (Indicative of tip spear thru).

Manufacturer narrative:
"Multiple lot numbers: there were 2 lot numbers reported to possibly be involved. The information for each lot number is as follows: medical device lot #: 9085990. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-3-26. Medical device lot #: 8353942. Medical device expiration date: 2021-11-30. Device manufacture date: 2018-12-19." Date received by manufacturer: (B)(6) 2019 is the original awareness date, however, 2019-10-14 new information was observed during the course of the investigation that now makes this reportable. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the catheter was damaged and the needle was through the catheter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the investigation reporter: observed the tip of the catheter tubing was damaged and had traces of dried media at the inner wall. There were cuts at the tip of the catheter tubing that had 'v' shape characteristics that would be a result of the needle tip piercing the tubing wall. (Indicative of tip spear thru).